Event description:
It was reported that there was fluid in the pump pocket. The hcp had difficulty refilling the pump. The pt's symptoms returned and were not being managed by the infusion. No dye studies were performed. The pump was explanted. The pt recovered without sequela. It was unknown what medication was used in the pump.

Manufacturer narrative:
.